Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
On an unspecified date, a patient had a routine hcg test on the medline hcg urine cassette kit with a false positive result. On the same day, confirmatory hcg blood work was negative with an unknown confirmatory method. Although requested, details of the event and the exact confirmatory result was not provided. There were no treatments scheduled and no adverse patient outcomes were reported.